Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer via a company representative and forwarded by our local affiliate (B)(4). This case involves a female patient (age nos) who received an application of poly-l-lactic acid on (B)(6) 2008 for facial corrections. Relevant medical history and concomitant medication information were not mentioned. On an unspecified date, the patient experienced two small subcutaneous papules beside her nose. She reported that she could feel them, but that they were not visible. Treatments provided, if any, were not specified. At the time of this report, the event remains ongoing. No further information was provided.

Manufacturer narrative:
Reporter's causality assessment: not provided. Additional information received on (B)(6) 2008: a ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Addendum for follow-up information received on sep-12-2008: additional information is not available on this case as the patient has stressed that she does not want to be contacted with follow-up requests. Additional information received on sep-26-2008: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.